Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was oversensing noise, resulting in an inappropriately stored untreated episode. Troubleshooting was performed it was found the electrode had dislodged. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and a transvenous implantable cardioverter defibrillator (ICD) was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode has not been returned for analysis. This report will be updated should additional information become available or if the electrode is returned and analysis is completed.

Event description:
It was reported that this electrode was oversensing noise, resulting in an inappropriately stored untreated episode. Troubleshooting was performed it was found the electrode had dislodged. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and a transvenous implantable cardioverter defibrillator (ICD) was successfully implanted. No additional adverse patient effects were reported.